Manufacturer narrative:
H.6. Investigation summary: no customer samples and no photos were received in support of this complaint from catalog 367934, lot number 1195870. Therefore, 10 production lot in-house retention tubes from the bd inventory were inspected and functionally tested and the issue of underfill was not observed. Bd was unable to confirm the customer¿s indicated failure modes of underfill based on the investigation completed. No samples were received, and the defect was not observed in the retention sample testing. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique.

Event description:
It was reported when using the bd vacutainer® plastic fluoride/oxalate tube with grey bd hemogard¿ closure there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "when drawing blood, there's no vacuum, the blood just slowly leaks inside the tube, which makes collection quite difficult, and requires longer blood draw which is uncomfortable for the participant."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® plastic fluoride/oxalate tube with grey bd hemogard¿ closure there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "when drawing blood, there's no vacuum, the blood just slowly leaks inside the tube, which makes collection quite difficult, and requires longer blood draw which is uncomfortable for the participant."